Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2013 this patient underwent endovascular treatment for an abdominal aortic aneurysm with a system of gore excluder aaa endoprostheses. The trunk ipsilateral leg component was deployed but the proximal end of the device showed poor apposition to the aortic wall. The physician repositioned the device but there remained a gap between the aortic wall and the proximal end of the device due to the angle. Additional balloon dilation within the proximal end of the trunk was performed with a reliant balloon. Final angiography showed no endoleak. The patient's aortic neck diameter at the proximal landing zone was reported to range 20-21mm in diameter with an neck angle of approximately 51 degrees. On (B)(6) 2013, the patient underwent re-intervention to treat the proximal type I endoleak. The physician performed additional balloon dilation with a reliant balloon within the proximal end of the trunk, and 1cm above the device. Improved proximal wall apposition was achieved. Angiography at this time confirmed no endoleak. To ensure good wall apposition and seal, the physician chose to extend the gore excluder aaa endoprosthesis approximately 1.5cm proximally with a 5cm palmaz stent. Additionally, a 17mm balloon expandable express stent was placed in the right renal artery to ensure good flow. Final angiography showed a great result. The patient tolerated the procedure well.